Manufacturer narrative:
H10: h10: the device was evaluated on site by a baxter qualified technician. Visual inspection by the technician, did not identify any abnormalities that could have contributed to the reported condition. The qualified technician proactively replaced the flush and bypass valve membranes, degassing tank and bypass seal. Decalcification and protein removal was done. Adjustment of the flow meter and ultrafiltration cell was also performed. Normal dehydration was simulated and no alarms were sounded. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ultrafiltration was noted in a ak 96 machine during hemodialysis therapy. An unspecified volume of fluid was removed from the patient and no alarms were sounded during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.